Event description:
The user facility reported to terumo cardiovascular systems corporation that visible cracking on the top of the reservoir at the venous inlet port was discovered out of the box. No patient involvement as this occurred out of box.

Manufacturer narrative:
The actual device was visually inspected upon receipt revealing breakage and cracking in the reservoir lid. The damage, located in the area around the venous port, is consistent with an applied external force as this is the most external point in the packaged unit. Since the product is 100% visually inspected and leak tested during the manufacturing process, the reported damage is most likely due to excessive force post manufacturing; however the cause of the damage is unknown. A review of the device history record revealed there were no production related anomalies. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information become available. For this reason, terumo referenced evaluation conclusion. (B)(4).